Manufacturer narrative:
Patient''s date of birth, age unk. Patient''s gender unk. Patient''s weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads: the first lead, implanted in 2002 was already broken and non functional. The second lead was implanted in 2006 from the right chest, extraction indication unk. A spectranetics lead locking device was inserted into the second lead to provide traction. The physician used the following devices, in order, to removed the second rv lead successfully: cook medical 9f evolution shortie dilator sheath, cook medical 11f evolution dilator sheath, cook medical steadysheath tissue stabilization sheath, spectranetics 16f glidelight laser sheath, and lastly the 11f evolution. The first rv lead was attempted next, using a cook medical needle''s eye snare to attempt removal of this lead, since it was already broken within the vessel. The physician used the 11f evolution with the steadysheath but encountered stalled progress, so switched to the 16f glidelight. The patient''s blood pressure dropped and a pericardial effusion was noted on transesophageal echocardiography (tee), and a cardiac tamponade was suspected. Rescue efforts began, including pericardiocentesis and thoracotomy. There was no obvious bleeding; there was some red blood observed around the right atrial appendage, but no further intervention was required after the pericardiocentesis was performed. The physician stated that from the findings at the time of the thoracotomy, a small dent was confirmed between the superior vena cava (svc) and the right atrium (svc/ra junction) and was deemed to be consistent as the injury location that caused the patient''s blood pressure to drop. The first rv lead portion was left within the patient with no further attempts at removal. The procedure was completed and the patient survived. This report captures the 16f glidelight, the last device in use in the area when the svc/ra junction perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.